Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, contacted physio-control to report their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Evaluation code: code # 4019 - unlabeled. Physio-control evaluated the customer's device and could not duplicate the reported issue of failure to power on. Physio observed the device would power off unexpectedly when charging to shock at 50 joules or above. Physio replaced the system pcb assembly, user interface (ui) assembly, therapy pcb assembly and the power module and proper operation was observed. Further component cause could not be determined. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The root cause of the reported and observed issues could not be conclusively determined.

Event description:
The customer, contacted physio-control to report their device would not power on using ac or dc power. There was no patient use associated with the reported event.